Event description:
The device was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that a resistence was felt when trying to fire the ez35. The surgeon applied additional pressure and a loud cracking sound was heard. The staple line was incomplete. The surgeon then used a ets35 and once again a loud cracking sound was heard. The procedure was completed by using "endo ligation of the appendix with clips. There was no pt consequence. Additional, info rec'd on 09/10/97. It was stated by the affiliate that the device failed to fire.